Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report, (B)(6) 2025.